Manufacturer narrative:
(B)(4). Evaluation summary: the analysis site confirmed the customer complaint and to correct the complaint the blue rotational cable and the green translational were replaced. The device history record has been reviewed and has passed qa inspection. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the green cable and the blue cable were damaged prior to a breast biopsy. There have been no pt consequences reported. One device to be returned.